Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. Upon explant, a crack was identified in the tubing that connected the left cylinder to the pump. The cause for the tube hole was not detailed by the facility. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. Upon explant, a crack was identified in the tubing that connected the left cylinder to the pump. The cause for the tube hole was not detailed by the facility. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 pump underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. It was noted that the kink resistant tubing (krt) was worn down to the filament. A leak was identified; however, it was consistent with sharp instrument damage likely occurring upon explant. Under the microscope, it was noted that the pump was contaminated; therefore, it could not be functionally tested. Based on the information available and analysis results, the reported allegation of a crack in the tubing was not confirmed. There were no anomalies noted that could have caused or contributed to the reported clinical observation of mechanical issues.